Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was damaged and ruptured. This event occurred 3 times. The following information was provided by the initial reporter: "open the needle and find that the front end of the inner tube of the soft needle of the safety intravenous indwelling needle is ruptured."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was damaged and ruptured. This event occurred 3 times. The following information was provided by the initial reporter: "open the needle and find that the front end of the inner tube of the soft needle of the safety intravenous indwelling needle is ruptured."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 25-jul-2022. H.6. Investigation summary: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received one photograph and 3 opened units of a 20g x 1.16in insyte autoguard blood control from an unknown lot number. Through the visual inspection a damaged catheter tip was observed on all the units. The observed damage is identical to that created when the needle pierces the catheter wall near the tip. The observed damage is confirmed to be the needle piercing through the catheter wall near the tip. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. In the manufacturing environment, this may occur due to the alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. As the returned units have been removed from the package and handled it is possible that the defects originated due to improper use either during tip adhesion break or during the venipuncture attempt in the clinician environment. Since the units were received out of the original packaging, bd could not determine a definite root cause.